Event description:
There was an allegation of questionable elecsys ft4 iii results on a cobas 8000 e 801 module, serial number (B)(4). Refer to highlighted sections in attachment "pt72507.pdf" for patient results. The results were not reported outside of the laboratory.

Manufacturer narrative:
From the provided information, a general reagent issue could be excluded. The observed differences in ft4 values generated with the roche assay and the competitor's assay are consistent with differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.